Event description:
The customer reported via phone call that the pump was not delivering any insulin and has not been delivering all day. Customer's pump is being replaced due to a missing label from the back of the pump. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.